Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Sterile lot records were reviewed for this disposable device and were confirmed to be within specified limits. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the user of the novasure system: infection or sepsis. (B)(4).

Event description:
One day following an uneventful novasure endometrial ablation procedure, the pt went to the emergency room where she was treated with 3 liters of fluid for hypotension. She did not respond to the treatment and was admitted to the intensive care unit. Her white blood cell count was "11,000" and the novasure physician was told the pt had "septic shock". The pt was treated by a separate physician with antibiotics and levophed (norepinephrine bitartrate) and discharged two days later. The physician spoke with the pt on follow-up and was she was reported to be "fine".